Event description:
(B)(4). This unsolicited case from united states was received on 19-jan-2018 from a non-healthcare professional. This case concerns a (B)(6) male patient who received treatment with synvisc one and later after unknown latency had difficulty walking/unable to walk/ can't ambulate/not being able to ambulate, severe pain/ pain/knee was in pain, swelling and heat. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df once (indication: unknown) bilaterally in each knee (batch/lot number: 7rsl021, expiry date: 31-may-2020). On an unknown date, after unknown latency, the patient had severe pain in knee, swelling, heat, was unable to walk, had difficulty walking, was not able to ambulate. It was reported that the patient did not want a steroid injection when he came in because his knee was in pain. On (B)(6) 2018, the patient came and seemed to be getting back to the point of pain and stability like he was before he got the synvisc one. Corrective treatment: not reported for all the events outcome: not recovered for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 23-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced difficulty walking. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 19-jan-2018 from a non-healthcare professional. This case concerns a (B)(6) year old male patient who received treatment with synvisc one and after few hours had stiffness to where he couldn't bend his kneesand later after unknown latency had difficulty walking/ unable to walk/can't ambulate/not being able to ambulate, severe pain/pain/knee was in pain, swelling and heat. Also device malfunction was identified for the reported lot number. No relevant concomitant medication was provided. Patient had allergy to indometacin (indocin) and bupropion hydrochloride (wellbutrin). Patient had djd bilateral knees and hypertension. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dose of 1 df once for djd bilateral knees bilaterally in each knee till 08:00 am (batch/lot number: 7rsl021, expiry date: 31-may-2020). It was reported that within 4-5 hours, he had severe pain, stiffness to where he could not bend his knees; was unable to walk and a lot of heat in 1 knee. On an unknown date, after unknown latency, the patient had severe pain in knee, swelling, heat, was unable to walk, had difficulty walking, was not able to ambulate. It was reported that the patient did not want a steroid injection when he came in because his knee was in pain. On (B)(6) 2018, the patient came and seemed to be getting back to the point of pain and stability like he was before he got the synvisc one. It was reported that after a period of time his knees did improve to where they were before given injections. It was also reported that the events of extreme pain, stiffness, heat, unable to bend or walk was related to synvisc one. It was also reported that no medication, disease was reported that might have played a role in the patient's events. Corrective treatment: not reported for all the events outcome: not recovered for all the events reporter causality assessment: related for extreme pain, stiffness, heat, unable to walk an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction follow up was received on 12-feb-2018. No new information received. Additional information was received on 13-feb-2018 from a non-healthcare professional. Additional event of stiffness to where he couldn't bend his knees and its details were added. Indication of synvisc one was added. Medical history of the patient was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 13-feb-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced difficulty walking and stiff knees. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.